Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an ogd (oesophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, the forceps was passed down the scope. Upon exiting the scope, inside the pt, there was a metal wire sticking out of the side of the forceps' cup. It was reported that the device pull wire had snapped. The forceps and scope were removed in tandem from the pt. The protruding piece of the wire was cut from forceps and then removed from the scope with no damage. As a result, the procedure was delayed. However, the procedure was successfully completed with another radial jaw 4 single use biopsy forceps large capacity device. There was no damage noted to the device prior to use. There were not pt complication reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.